Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue was not reproduced. The device was tested for both downstream and upstream occlusion detection with passing results. A review of the event history log revealed downstream occlusion messages which verifies the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor calibration values out of specification. The force sensor no tube and force sensor scale factor calibrations will be performed in the repair process to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a patient side occlusion malfunction (downstream occlusion alarm) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.